Manufacturer narrative:
A partial lead measuring 5.5 cm was returned for analysis. Final analysis found lead insulation degradation at 5.0 cm from the connector pin.

Event description:
It was reported that the outer insulation at the proximal end of the right ventricular lead was damaged. During an unrelated procedure, the lead was capped and a new lead was implanted successfully. The patient was stable throughout the whole procedure.